Event description:
It was reported that the procedure was to treat a totally occluded lesion in the distal left anterior descending artery with heavy tortuosity and mild calcification. The 3.25 x 15 mm nc trek balloon catheter was advanced, but could not cross to the lesion due to the anatomy. During the attempt to cross, the shaft became kinked outside the anatomy. The nc trek was removed without resistance. When the nc trek was removed, it was found that the shaft was separated at the location of the kink, outside the anatomy. A new nc trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.